Event description:
It was reported that loss of aspiration and catheter fracture occurred. An angiojet solent proxi catheter was selected for use. However, loss of aspiration occurred. The system stopped all activity, and the pump site fractured. The device was pulled out from the patient intact. The procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient fully recovered post-procedure.

Manufacturer narrative:
Investigation results: the device was not received for analysis despite multiple inquiries regarding return status. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the angiojet solent proxi device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: boston scientific concludes the most probable root cause as unable to exclude device problem. It was reported that loss of aspiration and catheter fracture occurred. The device was not returned for analysis. The assigned conclusion was selected based on the limited reported information available, the absence of any clarifying details from follow up communication attempts, and the inability to examine the alleged device to further clarify the cause of the reported kinks and advancement issues. Without technical evaluation of the device, a root cause cannot be determined.

Event description:
It was reported that loss of aspiration and catheter fracture occurred. An angiojet solent proxi catheter was selected for use. However, loss of aspiration occurred. The system stopped all activity, and the pump site fractured. The device was pulled out from the patient intact. The procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient fully recovered post-procedure.